Event description:
It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. Caller reported that the medical intervention provided was a pericardiocentesis and 700cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received on 04/03/2018: physician's opinion regarding the cause of the adverse event is that it was procedure-related, as the injury occurred during the repeat transseptal puncture. Transseptal puncture was performed x2 with a(B)(6) brk transseptal needle. Sheath used was (B)(6) sl2 french. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).